Event description:
IV started in left arm, anticubital area, while fluids were being hooked up the catheter separated from the hub. The catheter piece remained in the pt. Catheter piece was located and a countdown procedure was performed. The catheter was retrived and the pt was not harmed.